Event description:
Trinity revision of the biolox delta ceramic head and liner after approximately 4 weeks due to infection. It was reported that the patient was not responding to antibiotics and thus a 2nd revision was performed and all devices were removed. Please note: the reported trinity biolox delta ceramic liners associated with this report are not cleared for sale / distribution in the USA and this event occurred outside of the USA.

Manufacturer narrative:
(B)(4). Final report . Additional information including the implant usage labels from the surgery so that we can identify the corin device lot codes, post primary and pre revision x-rays, operative notes (primary and revision) and an update on the patient post revision was requested in order to progress with the investigation of this event. It was later reported that the patient required a second revision as they were not responding to antibiotics. Upon receipt of the device part nos. And lot codes of all devices from both revisions, the relevant device manufacturing and sterilisation records were identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported infection. Infection is a known complication with any invasive surgery and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event. Please note: the device was returned but not reviewed. Explant review would not provide information on the root cause of infection.

Manufacturer narrative:
(B)(4) initial report. Additional information including the implant usage labels from the surgery so that we can identify the corin device lot codes, post primary and pre revision x-rays, operative notes (primary and revision) and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the device lot codes the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head and liner after approximately 4 weeks due to infection. Please note: the reported trinity biolox delta ceramic liner is not cleared for sale / distribution in the USA and this event occurred outside of the USA.